Manufacturer narrative:
This case was initially received via regulatory authority ansm - health authorities in france (reference number: (B)(4)) on 02-may-2017. The most recent information was received on 09-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("unbearable pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: cycle lasting 28 days before placement. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced weight increased ("unexplained weight gain of 15 kg"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("painful haemorrhagic menstrual periods that lasts 17 days out of 21-day cycle"), dysmenorrhoea ("painful haemorrhagic menstrual periods"), polymenorrhoea ("cycle lasting 21 days instead of 28 days"), musculoskeletal pain ("constant muscle and joint pain"), fatigue ("constant crushing fatigue") and feeling abnormal ("feeling that I am (B)(6)"). Bilateral salpingectomy and uterine horns were scheduled for (B)(6) 2017. Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, polymenorrhoea, musculoskeletal pain, fatigue and feeling abnormal had not resolved and the weight increased outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, musculoskeletal pain, pelvic pain, polymenorrhoea and weight increased with essure. The reporter commented: since placement, unexplained weight gain of 15 kg. I have not changed my eating habits and I am very careful and I still do sports when I can depending on joint pain. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 12-jun-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2.920 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-jun-2017: device evaluation received company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("unbearable pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: cycle lasting 28 days before placement. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced weight increased ("unexplained weight gain of 15 kg"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("painful haemorrhagic menstrual periods that lasts 17 days out of 21-day cycle"), dysmenorrhoea ("painful haemorrhagic menstrual periods"), polymenorrhoea ("cycle lasting 21 days instead of 28 days"), musculoskeletal pain ("constant muscle and joint pain"), fatigue ("constant crushing fatigue") and feeling abnormal ("feeling that I am 90 years old"). The patient was treated with surgery (bilateral salpingectomy and uterine horns scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, polymenorrhoea, musculoskeletal pain, fatigue and feeling abnormal had not resolved and the weight increased outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, musculoskeletal pain, pelvic pain, polymenorrhoea and weight increased with essure. The reporter commented: since placement, unexplained weight gain of 15 kg. I have not changed my eating habits and I am very careful and I still do sports when I can depending on joint pain. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report, reported via health authority, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced pelvic pain ("unbearable pelvic pain") starting 18 months after insertion. She is scheduled for device removal via bilateral salpingectomy and uterine horns. Additional non-serious events were reported. No further information was provided. The reporter provided no assessment of the causal relationship between the event and essure. Pelvic pain is serious due to its medical significance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, the event occurred 18 months after essure insertion. Given event's nature, the compatible timely relationship, and in absence of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, since device removal will be required. A product technical analysis is being sought. Further information cannot be requested.